Event description:
A malfunction was reported, marked by a malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer received comprehensive pump reset instructions from technical support and was advised to reset the pump accordingly, with the option to follow up if the issue continued.